Manufacturer narrative:
Other relevant device(s) are: micra mc1vr01-delsys / expiration date: 14-mar-2020 / serial#: (B)(4), UDI #: (B)(4), MFR date: 17-oct-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), cardiac perforation occurred. Cardiac tamponade and pericardial effusion were noted and pericardiocentesis was performed. Leadless pacemaker was never implanted. No further patient complications have been reported as a result of this event.